Event description:
The patient was a 74 year old male with a diagnosis of anterior myocardial infarction and history of coronary artery bypass graft in 1984 who was experiencing atypical chest pain. He underwent a coronary angiogram on 10/20/92 in the cardiac catherization lab without complications, followed by a ventriculogram which was performed. After the dye was injected the patient became restless, st segments increased, heart rate decreased, and he became unresponsive. At that point the physician noted air in the lv injection line. A full acls protocol was initiated without sucesssful resuscitation. The physician was concerned that air may have been injected into the patient during the second lv-gram contributing to the cardiac arrest. An autopsy was performed. Technician inspected the power injector and found it to be in good orderinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: manufacturer. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design, failure to follow instructions, incorrect technique/procedure. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.